Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #:(B)(4) with (B)(4). G4: combination product: add no (previously blank) additional information: b5, h6 and h11. B5: the transfer set was replaced and the home patient was able to perform their peritoneal dialysis therapy with no further issues. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of a minicap transfer set. The evet was further described as ¿the tubing came out of the white twist clamp completely." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.